Event description:
During a routine shift check by a clinician, the device displayed "system fault 36", "system fault 37", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reproted malfunction.